Event description:
It was reported that the patient presented to the emergency room and the right ventricular lead exhibited loss of capture. The lead exhibited low impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.